Event description:
During a coil embolization procedure, during implanting of a deltapaq cerecyte microcoil 1.5 mm x 2 cm ((B)(4)) into aneurysm, the coil stretched. The device was withdrawn and changed to another one to complete the procedure. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. Prior to the event with the deltapaq, an enterprise stent ((B)(4)) was difficult to advance via a prowler select plus, (mc) microcatheter ((B)(4)), and then the enterprise was withdrawn and changed to another stent that advanced and was positioned at the target via the same mc. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. Other that what was reported, neither device had any other damages (kink, bend, crack, separated, fracture, elongated, etc), and the coil/stent remained attached to the delivery systems. There was no patient injury reported with the event, and the components will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 2.0cm long coil was stretched approximately 27.0cm. The core wire was severely bent 67.0cm off the proximal end. The coil's socket ring was found under the pet angle ring and outer sheath which also pushed the entire resistive heating coil section proximally from its original position. The coil was found unraveled out of the soldered section. The evidence strongly suggests that root cause of the coil stretching during the repositioning was due to the coil becoming anchored either from coils dwelling inside the aneurysm, the coil itself, from the distal tip of the microcatheter, or from the previously positioned stent. During the repositioning movements, the anchored coil most likely was stretched during retraction. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." Additional contributing factors to the coil stretching may have been due to the repositioning of the microcatheter while the coil was still inside the aneurysm and from the selection of an incompatible series 18 microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm).'' The prowler select plus microcatheter has an inner lumen of 0.021''. In addition, without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if this component had any other contributions to the complaint event. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4).additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a stent assisted coil embolization there was difficulty advancing the enterprise vrd (enc452212/10055541) through a prowler select plus microcatheter (606-s255x/15536044). The enterprise was withdrawn and was exchanged for another stent that was advanced and positioned at the target via the same prowler select plus microcatheter (mc). After placing the enterprise vrd the deltapaq cerecyte microcoil 1.5 mm x 2 cm (cdf10015230/ g14936) stretched during implantation into the aneurysm. The device was withdrawn and changed to another one to complete the procedure through the same prowler microcatheter used with the enterprise system. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions to not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. There was no friction/resistance between the coil and microcatheter during the event, and the same microcatheter was used to complete the procedure. A jailed technique was not used with the case. Other that what was reported, neither device had any other damages (kink, bend, crack, separated, fracture, elongated, etc), and the coil/stent remained attached to the delivery systems. There was no patient injury reported with the event, and the components will be returned for analysis. The 2.0cm long coil was stretched approximately 27.0cm. The core wire was severely bent 67.0cm off the proximal end. The coil's socket ring was found under the pet angle ring and outer sheath which also pushed the entire resistive heating coil section proximally from its original position. The coil was found unraveled out of the soldered section. The evidence strongly suggests that root cause of the coil stretching during the repositioning was due to the coil becoming anchored either from coils dwelling inside the aneurysm, the coil itself, from the distal tip of the microcatheter, or from the previously positioned stent. During the repositioning movements, the anchored coil most likely was stretched during retraction. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if device interaction may have contributed to the event. Additional contributing factors to the coil stretching may have been due to the repositioning of the microcatheter while the coil was still inside the aneurysm and from the selection of an incompatible series 18 microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the IFU recommends, proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The prowler select plus microcatheter has an inner lumen of 0.021. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information, the analysis of the returned device, and device history records there is no indication of any device manufacturing issues related to the stretching of the coil. However, procedural factors including vessel/aneurysm characteristics, repositioning the mc over the deployed coil as cautioned against in the IFU and device manipulation may have contributed. Therefore, no corrective actions will be taken at this time.